Event description:
As reported, during an inguinal hernia repair - transabdominal preperitoneal (tapp) procedure on (B)(6) 2021, the bard/davol sorbafix fixation device was used to fixate the mesh into soft tissue. It was reported that the first fastener deployed successfully and the second or third one dropped out the front of the tacker (device) and lay loose, and was retrieved. The third or fourth fastener screwed into the mesh but did not engage with the tissue behind the mesh. As reported, the surgeon removed the mesh to get all of the deployed fasteners out and to straighten out the mesh. It was reported that another fixation device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol sorbafix enhanced device did not fixate the mesh adequately. The subject device is available for evaluation, however, at this time has not been received. Based on the information provided to date and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october, 2020. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. The returned sample was evaluated and was found to function as intended during the simulated use test. No manufacturing anomalies were found. The most probable root cause of the reported issue is related to an event occurring during use. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Manufacturer narrative:
As reported, the bard/davol sorbafix enhanced device did not fixate the mesh adequately. The subject device is available for evaluation, however, at this time has not been received. Based on the information provided to date and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october, 2020. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ if/when the sample is returned and evaluated or should additional information be received, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, during an inguinal hernia repair - transabdominal preperitoneal (tapp) procedure on (B)(6) 2021, the bard/davol sorbafix fixation device was used to fixate the mesh into soft tissue. It was reported that the first fastener deployed successfully and the second or third one dropped out the front of the tacker (device) and lay loose, and was retrieved. The third or fourth fastener screwed into the mesh but did not engage with the tissue behind the mesh. As reported, the surgeon removed the mesh to get all of the deployed fasteners out and to straighten out the mesh. It was reported that another fixation device was used to complete the procedure. There was no reported patient injury.